Manufacturer narrative:
(B)(4).

Event description:
It was reported to covidien on (B)(6) 2014 that cooper wires were exposed on an scd power cord. There was no patient involvement.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.